Manufacturer narrative:
Age at time of event: early 60's - 70's.

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: early 60's - 70's.

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the balloon to distal tip bond. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No damage or kinks were identified on the shaft of the device. No other issues were identified during the product analysis.